Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-offline due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the completion of endoscopic retrograde cholangiopancreatography, it was found that the scope was catching tissue in the tip near forceps elevator. There was no report of patient injury associated with the event. This report is related to (B)(6), which was submitted under MFR. Report number: 8010047-2021-09767.